Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The company representative reported via phone call that the insulin pump alarmed an error and it rebooted itself. It was stated that the insulin pump was able to rewind after the error occurred. There were no significant events prior to the alarm. The blood glucose reading was unknown. The customer was advised to discontinue use of the insulin pump and revert to their back-up plan. The insulin pump will be replaced.